Manufacturer narrative:
The device has not yet been returned to atricure for evaluation. If additional information is received a supplemental report will be submitted.

Event description:
During a tt maze procedure, two pro2 clips would not close once opened during the course of the procedure. The issue was discovered before they were inserted into the patient. The patient outcome was not affected, a third pro2 clip was place successfully.

Manufacturer narrative:
(B)(4). Both devices were returned for evaluation and visually and functionally tested pursuant to (B)(4). Upon inspection, it was found that the opening cable was jammed between the toggle and the pulley in the end effector, which interfered with the normal opening and closing actions of the device. These devices are part of the affected lot for the original advisory notice for this defect. The complaint was confirmed.